Event description:
On 6/jun/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. Rather the rn was inquiring about supply for manual pd solution. In additional follow-up, the reporting pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew corynebacteria. The patient was treated with vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) on an outpatient basis. Subsequently, on (B)(6) 2024, the patient was hospitalized for persistent symptoms of abdominal pain. The nurse stated the patient was treated with intravenous (IV) antibiotics (details unknown). The patient was reported to be recovering and expected to be discharged on the day follow-up was performed. Per the nurse, the patient will resume pd treatments with the home cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique during the pd exchange (a known risk factor).

Event description:
On 6/jun/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. Rather the rn was inquiring about supply for manual pd solution. In additional follow-up, the reporting pd nurse reported that on 3/jun/2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew corynebacteria . The patient was treated with vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) on an outpatient basis. Subsequently, on 7/jun/2024, the patient was hospitalized for persistent symptoms of abdominal pain. The nurse stated the patient was treated with intravenous (IV) antibiotics (details unknown). The patient was reported to be recovering and expected to be discharged on the day follow-up was performed. Per the nurse, the patient will resume pd treatments with the home cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Event description:
On 6/jun/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. Rather the rn was inquiring about supply for manual pd solution. In additional follow-up, the reporting pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew corynebacteria. The patient was treated with vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) on an outpatient basis. Subsequently, on (B)(6) 2024, the patient was hospitalized for persistent symptoms of abdominal pain. The nurse stated the patient was treated with intravenous (IV) antibiotics (details unknown). The patient was reported to be recovering and expected to be discharged on the day follow-up was performed. Per the nurse, the patient will resume pd treatments with the home cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.